Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the date of manufacture is unknown. (B)(4).

Event description:
Customer's mother reported customer received a blank screen from their freestyle freedom meter. Customer's mother also reported customer experienced symptoms of hypoglycemia and was taken to a health care facility where they obtained a reading of 34 mg/dl from their hcp meter. Customer's mother further reported customer was given juice, an IV and hospitalized overnight. There was no report of death or permanent impairment associated with this event.